Manufacturer narrative:
The device has been returned, but the investigation is currently in progress. A supplemental medwatch will be submitted upon completion of the investigation.

Event description:
It was reported that during a pci procedure involving a lesion located in a calcified, 90% stenotic mid left anterior descending (lad) coronary artery, the maverick2 monorail balloon ruptured at 12 atms during the second inflation. The first dilation was performed at 8 atms without incident. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported as 'good'.